Manufacturer narrative:
(B) (4). (B) (4).

Event description:
The reporter indicated, the surgeon inserted a cq2015a collamer aspheric three piece lens and the lens was noted to be torn. The lens had patient contact. The incision was enlarged. Additional information has been requested, but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.